Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14565, related manufacturer reference number: 2017865-2020-14569. It was reported that the patient presented to the clinic for a follow up. Interrogation showed failure to capture on the patient's left ventricular lead. Fluoroscopy was performed which showed the lead had dislodged and had insulation damage present. The patient was asymptomatic. The lead was explanted. During the procedure, while implanting a new lead, the lead was unable to transverse the coronary sinus and was unable to be implanted. The physician elected to use a different lead, but after it was implanted, the lead had dislodged while the physician was performing the pocket revision. A fourth lead was needed and was successfully implanted. The patient was stable before, during and after the procedure.